Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Investigation conclusion: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Root cause description: additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event.

Event description:
It was reported that a needle defect occurred during use with a unspecified bd catheter. The following information was provided by the initial reporter, "patient was admitted into the hospital due to hepatoma. During penetration, it's noticed that there was penetration due to needle too soft."